Event description:
A malfunction on the pump was reported by the caller, who indicated that no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue returned, which the caller understood.